Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (ctr-d) experienced ventricular tachycardia (vt). It was questioned whether the anti-tachycardia pacing that was provided to the patient beforehand the vt, had caused the vt. Technical services reviewed and could not rule it out as biventricular trigger pacing appeared to not pace the left ventricular before the vt. The patient was going to be brought in to turn off biventricular trigger pacing and is scheduled for a premature ventricular contraction ablation. The device remains in service. No adverse patient effects were reported.